Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: last basal delivery was on (B)(6) 2014 prior to ¿cs128¿ replace battery alarm resulted by a normal battery wear. Black box and alarm history shows no evidence alarms associated with motor rewind issue. On (B)(6) 2014, after a full rewind and load steps the 145u was primed empty resulting ¿cs144¿ empty cartridge alarm followed by ¿cs162¿ loss of prime warning recorded per priority. Total daily dose adds up and reflects the programmed basal rate. Ez-prime steps were performed correctly, the pump reflected 24u after a 24hr on 1u/hr duration test, no ¿rewind issue¿ or any eaw occurred during the investigation, the pump delivers within specifications. , investigators were unable to duplicate ¿rewind issue¿. The pump¿s cover was removed, no intermittent condition was found to the motor flex/ assembly, no debris was found in the cartridge cap. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for elevated blood glucose with confusion related to the pump rewind feature not retracting the piston. The reporter indicated treatment with intravenous insulin and fluids. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related to an issue with the pump rewind step.